Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 505 mg/dl. Her eyes would get blurry. The customer was treating her high blood glucose level since the day before. She disconnected from the insulin pump and reverted to shots. The high pressure test and self-test passed. The device was not returned.